Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Information was received indicating that the cuff to a smiths medical portex endotracheal tube (ett) was found to be drilled. There were no reported adverse effects. It was further reported that the cuff component of the portex endotracheal tube was pierced. The reporter did not know if the product problem was observed during patient use. They were also unaware if a endotracheal tube change out was performed.

Event description:
Information was received indicating that the cuff to a smiths medical portex endotracheal tube (ett) was found to be drilled. There were no reported adverse effects.